Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to sections b5, h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The esheath+, commander delivery system (ds) and sapien 3 ultra devices were returned for evaluation, and the following observations were made: shaft kink approximately 5 in from the distal strain relief, crimped thv (transcatheter heart valve) stuck approximately 1in from distal strain relief, and liner partially expanded up to the shaft kink with remaining liner unexpanded and distal tip unopened. During functional testing while the ds was advanced through the esheath+, the following observations were noted: radial and axial tip tear along distal liner edge, hdpe stretching along axial and radial tear, scratches along the distal sheath shaft, and soft tip damage/stretching. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed tortuosity and calcification in the femoral bifurcation region of the patient's right access vessel. In this case, the complaints of sheath distal tip torn and inability to advance through sheath were confirmed per evaluation of the returned devices. This reported torn distal tip is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. As such, available information suggests that variability in tip expansion likely contributed to the torn distal tip based on the nature of the tear observed during functional testing. Regarding the reported inability to advance through sheath, available information confirmed via 3mensio imagery suggests that patient factors (calcification and tortuosity) likely contributed to the event. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Clarification: as reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic position, the s3u valve was met with resistance while inserting through the 14fr esheath+. All the devices were removed as a single unit and a second system was prepped. The second 26mm s3u valve was successfully deployed without issue. There was no reported injury to the patient. According to pre-decontamination observations of the returned devices, the distal tip of the esheath+ tore radially and axially with hdpe stretching during delivery system/valve advancement through the esheath+ (functional testing).

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic position, the s3u valve was met with resistance while inserting through the 14fr esheath+. All the devices were removed as a single unit and a second system was prepped. The second 26mm s3u valve was successfully deployed without issue. There was no reported injury to the patient. Observation of the returned device prior to decontamination revealed the distal tip was torn radially and axially with hdpe stretching.